Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed on march 17, 2021. It was reported that the equipment on the endoscope was correctly used. The rubber bands was then attempted to be released; however, the bands did not come off of the device and had overlapped each other. Reportedly, the deployment device was changed. No patient complications have been reported as a result of this event. Additional information received on may 03, 2021: it was reported that two speedband superview super 7 devices were used in the esophagus during this esophagogastroduodenoscopy (egd) procedure. It was reported that there were no difficulties with setting up the devices. Additionally, the ligator shrink wrap was not removed at the end of the setup, after tensioning the tripwire which is not describe in the instructions for use.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. The returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the trip wire was secured in the handle assembly when received and it was partially rolled in the handle assembly. It was also noted that the trip wire was kinked at the proximal section. The suture was broken. One section was attached to the trip wire and other section was attached to the ligator head. It was likely that it was broken to separate the device from the scope. The ligator head was returned with all bands attached to it and some bands were moved out to their original position. Additionally, some bands were caught under other bands indicating that the device failed to deploy. The suture hole did not have any visual damage, but the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. Upon analysis, the trip wire was found kinked. This was likely generated during device setup when securing the trip wire in the handle slot or rotating the handle during the use of the device. The most probable root cause of this problem is adverse event related to procedure. The reported event was confirmed. Based on the condition and evaluation of the returned device, this problem is likely related to misuse of the device without any design or manufacturing issue. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label, as the customer removed the ligator shrink wrap before the ligator head was correctly placed in the endoscope. The IFU states, "line up the black stripe on the adapter with the working channel of the endoscope. Carefully remove shrink wrap by pulling marked tab such that ligator bands and threads are not disturbed". Taking all available information into consideration, the most probable root cause for this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Additional information: h8, d7a (resterilized/reprocessed).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed on (B)(6) 2021. It was reported that the equipment on the endoscope was correctly used. The rubber bands was then attempted to be released; however, the bands did not come off of the device and had overlapped each other. Reportedly, the deployment device was changed. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The device was not returned. Additional information received on may 03, 2021. It was reported that two speedband superview super 7 devices were used in the esophagus during this esophagogastroduodenoscopy (egd) procedure. It was reported that there were no difficulties with setting up the devices. Additionally, the ligator shrink wrap was not removed at the end of the setup, after tensioning the tripwire which is not describe in the instructions for use.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the trip wire was secured in the handle assembly when received and it was partially rolled in the handle assembly. It was also noted that the trip wire was kinked at the proximal section. The suture was broken. One section was attached to the trip wire and other section was attached to the ligator head. It was likely that it was broken to separate the device from the scope. The ligator head was returned with all bands attached to it and some bands were moved out to their original position. Additionally, some bands were caught under other bands indicating that the device failed to deploy. The suture hole did not have any visual damage, but the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. Upon analysis, the trip wire was found kinked. This was likely generated during device setup when securing the trip wire in the handle slot or rotating the handle during the use of the device. The most probable root cause of this problem is adverse event related to procedure. The reported event was confirmed. Based on the condition and evaluation of the returned device, this problem is likely related to misuse of the device without any design or manufacturing issue. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label, as the customer removed the ligator shrink wrap before the ligator head was correctly placed in the endoscope. The IFU states, "line up the black stripe on the adapter with the working channel of the endoscope. Carefully remove shrink wrap by pulling marked tab such that ligator bands and threads are not disturbed". Taking all available information into consideration, the most probable root cause for this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Additional information: b5 (describe event or problem), h6 (patient codes, impact codes, device codes), h10 (additional MFR narrative)

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed on (B)(6) 2021. It was reported that the equipment on the endoscope was correctly used. The rubber bands was then attempted to be released; however, the bands did not come off of the device and had overlapped each other. Reportedly, the deployment device was changed. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.